Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip could not open properly at the jaw after being activated during a partial gastrectomy under endoscope. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1800128 was manufactured on 03/12/2018 a total of 288 pieces. Lot was released on 03/14/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. The sample was disassembled to inspect the internal ratchet ears. It could not be determined why the ratchet broke. Although the remaining clip was able to fire properly, the broken ratchet could prevent the clips from properly loading. A nonconformance has been opened to further investigate the broken ratchet issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not opening" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, the only remaining clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Although the reported complaint issue could not be confirmed since the only clip in the returned device properly loaded and was successfully applied to over-stressed surgical tubing, the broken internal ratchet ears could cause issues with the loading of the clips. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the clip could not open properly at the jaw after being activated during a partial gastrectomy under endoscope. There was no patient injury.